Event description:
Revision of shoulder components due to aseptic loosening and gross wear of glenoid. Date of primary surgery not reported.

Manufacturer narrative:
Revision of shoulder components due to aseptic loosening and gross wear of glenoid. Date of primary surgery not reported.